Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received 2 results of 262 mg/dl. The normal control range was 93-129 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.